Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver had a frayed wire at the tip. The procedure was completed with no reported injury using a backup mega needle driver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "instrument not responding to surgeon movements. Frayed wires noted at tip of instrument." Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from the grip and was not returned. The inputs were manually articulated, and one grip input disk spun freely and failed to open/close the grip. The root cause of broken - distal instrument grip cables is attributed to a component failure.